Event description:
The customer reported that while training on manikins, a very old autopulse displayed several error messages. There was not pt involvement reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.